Manufacturer narrative:
The platen door was replaced to resolve the issue.

Event description:
Investigation found that impact bent platen door causing it could not close properly and the pump failed 40 psi test.